Manufacturer narrative:
DHR review was performed on lot number 8235504; the lot number was built / packaged on nfa line 1 from 26aug2018 thru 05sept2018. All required challenge samples, set-up and in process testing was performed in accordance with the control plans. Qn (B)(4) (kinked tubing) and qn (B)(4) (missing print-pkg) were initiated during production. Disposition, root cause and corrective action were applied per quality plans. Received two used nexiva 20ga units from catalog number 383536, lot number 8235504. One unit was received in an opened package and the other unit was loose with an opened package. One photo was submitted for review. Visual/microscopic evaluation: unit 1: bodily fluids in the catheter tubing and extension tubing. The extension tubing was separated from the clear port of the winged adapter. Unit 2: the extension tubing was separated from the clear port of the winged adapter. The winged adapter was not returned with this unit. Leakage: the units were not leaked tested; as the separation would allow the unit to leak. The review of the submitted photo displayed the extension tubing was separated from the winged adapter same finding as the evaluation of the retuned units. Conclusion: manufacturing ¿ the manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system with dual port there was an issue with tubing feel out during use and leaked.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system with dual port there was an issue with tubing feel out during use and leaked.